Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A cine was received and reviewed by an abbott vascular physician, who concluded the following: successful and near-optimal placement of absorb scaffolds in mid right coronary (rca) and left anterior descending (lad). Follow up 3 and 1 half years later shows progression of aneurysmal dilatation of the rca proximal to the scaffold and moderate restenosis of the scaffold. The lad scaffolds show mostly irregular segments of restenosis with some mild aneurysmal dilatation at the overlap segment and associated thrombus, successfully treated with a metallic stent. The reported patient effects of aneurysm and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Cine review by abbott vascular (av) physician noted moderate restenosis in the 3.5 x 18 mm absorb scaffold and thrombus in the 3.0 x 18 mm absorb scaffolds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional absorb devices referenced are being filed under separate medwatch reports. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a subtotal occlusion in the mid right coronary artery (rca) and a long complex lesion in the mid left anterior descending (lad) artery. The patient presented with chest pain and significant dyslipidemia. The rca was pre-dilated with a 3.5 x 12 mm minitrek balloon and stented with a 3.5 x 18 mm absorb scaffold. The lad was pre-dilated with a 2.5 x 20 mm balloon followed by implanting 2 overlapping 3.0 x 18 mm absorb scaffolds. Post-dilatation was performed in the proximal segment with a 3.0 x 20 mm balloon. A good result was achieved with timi iii flow. The patient was prescribed plavix for at least a year and lifelong aspirin. The patient returned on (B)(6) 2017 with unspecified symptoms and both areas appeared to be aneurysmal. Fractional flow reserve (ffr) and intravascular ultrasound (ivus) were used to check the flow. The scaffold in the rca was free of stenosis; there was some neo intima. The aneurysm was at the proximal edge with a filling defect in the aneurysm and a residual strut remained within the aneurysm, but was non-obstructive. Since it was not flow limiting, no intervention was performed. There were aneurysm formations at the edge of the scaffolds in the lad and 70% stenosis at the overlapped portion. Balloon angioplasty was done and stenting was done between the aneurysmal areas with a 3.0 x 9 mm non-abbott drug eluting stent (des). A 2.5x13 non-abbott des was implanted distally to treat the restenosis with an optimal result. The patient is in stable condition. No additional information was provided.